Event description:
While performing surgery, it was noted that black specks were flaking off in the patient's shoulder.======================manufacturer response for arthrocare super turbovac 90, super turbovac 90 (per site reporter)======================took device information. Sent ups label, but explained to them that we will hold the product until we can determine if any damage was done to the patient. Explained that the rep may view the product and take pictures within the risk manager's presence.